Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following an ablation procedure to treat atrial fibrillation with an intellanav mifi open-irrigated ablation catheter, the patient experienced an esophageal fistula. It was reported that the onset occurred about one month after the case. At that time, the power output was 40w near the esophagus, and the impedance was down by 33 to 35ohms for 5 to 8 seconds. After the atrial-esophageal fistula was confirmed, no further procedure was performed and this case got a follow-up examination. The patient is now completely cured and was discharged from the hospital within october. There was no sequelae. The device was discarded and therefore will not be returned for analysis. The physician commented, "you should be careful not to drop the impedance too much, and I think it was also because the cf was too high."